Event description:
It was reported that a pump displayed door not fully latched messages. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref number: (B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced, caused by loose nylon screws on the lower auxiliary assembly. The lower auxiliary assembly was replaced.